Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited high pacing impedance. The left ventricular lead was removed and replaced. No patient consequences were noted.